Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because no lot information was provided. Based on available information, the cause of the reported unspecified tissue injury (no treatment) associated with the leaflet flail, and the cause of the reported mitral regurgitation (disease progression) associated with the increased mr, were due to patient pathology (disease progression). The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue injury, requiring additional procedure to reduce mitral regurgitation. It was reported that (B)(6) 2020, a mitraclip procedure was performed to treat a degenerative mitral regurgitation. One clip was implanted with no reported issue. On (B)(6) 2022, the patient returned with mr grade of 3-4. A flail was observed lateral to the existing clip. The existing clip was still attached and stable. The physician attributed this to progression of disease. One clip was implanted with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.